Event description:
It was reported that the pt was implanted only at the age of (B)(6). He used the processor quite regularly, but he never could derive good understanding. Therefore, he stopped using the processor three yeats ago. Since half a year the pt experiences headache at the implant area. Now he requested explantation. The pt is playing contact sports, so that he is frequently banging his head. Testing in situ revealed electrode 11 and 12 in status hi (electrode 12 is extra cochlea). When pressure is applied, impedances were unsteady.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.